Manufacturer narrative:
Concomitant medical products: 4592 lead, implanted (B)(6) 2009. 6945-65 lead, implanted (B)(6)2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) detected two ventricular tachycardia (vt) episodes as supra ventricular tachycardia (svt) and no therapy was given. The device remains in use. No further patient complications have been reported as a result of this event.